Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for tissue injury, single leaflet device attachment , heart failure, and recurrent mitral regurgitation it was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. The atrium was enlarged. One clip was implanted, and the mr was reduced to 4. The patient returned for a follow up visit on (B)(6) 2022, with heart failure. A transthoracic ultrasound was performed. The ultrasound showed a tear in the anterior mitral leaflet (aml) that resulted in a single leaflet device attachment (slda) and mr increased to 4+. Potential surgical treatment options are under consideration. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported tissue injury (tear in the anterior mitral leaflet), recurrent mitral regurgitation (mr) and subsequent heart failure appear to be related to the slda. Tissue injury, mr and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported events. There is no indication of a product issue with respect to manufacture, design or labeling.